Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had an error. The customer's blood glucose level was unknown at the time of incident. The customer stated that the insulin pump had post-reset ram crc alarm and that the insulin pump is alarming continuously. Customer declined to troubleshoot. The insulin pump will not be returned for analysis.